Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and back pain. The cause and treatment were not reported. The patient was not hospitalized for the event. At the time of this report, the patient has recovered from back pain; however, the patient outcome for cloudy effluent was not reported. Pd therapy was ongoing. No additional information is available.